Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? If yes, how was the device removed from the tissue? Was there any damage to the tissue? No. Difficulty removing device.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the device was closed and then fired. After firing, it was noted the staples were malformed. The device cut completely and there were no issues noted with the cut line. This occurred on the 1st firing with a blue cartridge. No buttressing material was used and no noises were heard. A competitor's device was used to complete the procedure. There was no patient consequence.